Event description:
It was reported by svc report that the scale and bed exit are not working properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - load cell.